Manufacturer narrative:
(B)(4). Concomitant medical products: ref: 211226, lot: 938550, intercalary segment 90mm; ref: 211278, lot: 672550, super eas humeral head 48x19mm; ref: 211228, lot: 216410, regenerex augment small; ref: 211223, lot: 484220, proximal body 71mm; ref: b000-0185, lot :6m9704, stryker universal cement restrictor; ref: 6197-1-001, lot: tmz046, antibiotic simplex p, qty: 2. Report source: foreign country: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02522, 0001825034 - 2019 - 02523, 0001825034 - 2019 - 02524, 0001825034 - 2019 - 02526. Implanted.

Event description:
It has been reported that patient experienced wound dehiscence, necrosis, and superficial infection one month post initial surgery. The wound was closed with suture. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was considered as the medical records confirmed the patient's ailments. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.